Event description:
Information in the dicom export file is not equal to the data in the database for wedges open/closed.

Manufacturer narrative:
The problem is the same as the problem reported under 9611894-2008-00008. The cumulative meterset weights of the wedged and open segments of a motorized wedge beam are not scaled according to the final cumulatives meterset weight (fcmw). Since plans created in masterplan have the fcmw set to 1.0, the incorrect behavior is only seen for imported plans where the fcmw differs from 1.0.